Manufacturer narrative:
The date of the event is unknown. A supplemental report will be submitted when provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope did not display an image and the video quality was grainy. The issue occurred during inspection for use. There were no reports of patient involvement.